Manufacturer narrative:
Results: the pet lock was damaged on the proximal end of the pusher assembly. The pull wire was advanced distal to the pusher assembly distal detachment tip (ddt) and was not within the alignment feature. The embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact on the proximal end of the embolization coil. Offset coil winds were present throughout the embolization coil. Conclusions: evaluation of the returned ruby coil confirmed a detached embolization coil and revealed the proximal constraint sphere was intact on the proximal end of the embolization coil. Further evaluation revealed that the pull wire was advanced distal to the ddt and was not within the ddt alignment feature. If the ruby coil is retracted against resistance, the pusher assembly distal polymer may elongate past the reach of the pull wire. If this occurs, the embolization coil will likely detach. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of resistance experienced during the procedure could not be determined. Further evaluation revealed the pet lock was damaged on the proximal end of the pusher assembly and offset coil winds along the embolization coil. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician placed a ruby coil in the target vessel using a lantern delivery microcatheter (lantern). While advancing another ruby coil through the microcatheter, the physician experienced resistance; therefore, it was removed. While retracting, the physician experienced resistance and the ruby coil unintentionally detached inside the microcatheter. Therefore, the lantern containing the detached ruby coil was then removed and the ruby coil was flushed out. The procedure was completed using a new ruby coil, another coil and the same lantern. There was no report of an adverse effect to the patient.